Event description:
Same case as 6000089-2007-00330. It was reported by the consumer that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial implant occurred in 2005. Two taxus express2 drug eluting stents were placed, a 2.5x16mm and a 2.5x8mm, to an unk vessel. The pt reports that he had a second mi in 2006 and then underwent two vessel CABG in 2007. "The by-pass grafting was necessary because the areas of the two stents had endothelial tissue restenosis that could not be opened with angioplasty." Add'l info regarding this event has been requested.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly taxus express2 batch # 6964698 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be determined.